Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 470 mg/dl and ketones were present. The cause of the high bg was not known; however, the customer did not think it was related to the pump or supplies. The customer was vomiting and went to the emergency room (ER). The customer was in diabetic ketoacidosis (dka) and was treated with insulin and fluids. After 3 hours, the customer left the ER. The bg was 248 mg/dl and multiple boluses were delivered to address the bg. The customer went to another ER and was admitted to the hospital for the dka. The customer was treated with fluids and insulin. The bg level decreased to 190 mg/dl and the dka was resolved. The customer was discharged the next day.